Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging a patient passed away due to the device. The patient has alleged insufficient information. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging a patient passed away due to the device. The patient has alleged insufficient information. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed evidence of liquid spots on the blower motor and dust-like contamination on the top enclosure, ui (user interface) panel, rear panel, and the bottom enclosure. The manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box, blower box cap, blower motor, blower bellow, blower grommets, and the rear panel. The device was missing the accessory module and sd cover flip doors, sd card, and philips filter. The device's downloaded logs were reviewed by the manufacturer. There were four errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device. Evaluation method code grid, evaluation results code grid component grid code and conclusion code grid has been updated.